Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt heat while recharging. This has been occurring for about a month and a half. The patient reports the heat appears to be coming from the pocket, not the antenna. The patient has lost approx. 15 pounds recently. Doctor advised to assess the pocket. The patient also reported the recharging stopping, locking up, freezing along w/ an error, however does not know what error occurs (indicated numbers come on screen but did not document). Caller inquired if this is a error from the heat. Discussed to have patient document error seen. Reduced the charge speed to level 3. Patient to keep diary and report back to rep for any changes. Additional information received. Rep reported patient noticed heat while recharging towards the end of the charge the controller would lock up she said. Troubleshooting advised to turn down the recharged speed on the controller. It was turned down one level to 4. Patient seems to be working fine now no other complaints or notice of complaint has been given. Additional information received from the consumer reported that their ins was still getting hot (with/without recharging the ins). Pt said it had first started in (B)(6) 2021 and that was when the rep was first made aware of the issue and had the pt start a charging log. This conflicts with previously reported information from the patient. Troubleshooting redirected the pt to their hcp to address the ins heating issue.